Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
A 53-year-old patient was scheduled to receive hemodynamic support from an impella cp smartassist heart pump during high-risk percutaneous coronary intervention (hrpci). When preparing the impella heart pump, the user noticed that the 0.018" guide wire from the impella kit had a damaged tip. The impella cp heart pump was easily inserted using a different guidewire.

Manufacturer narrative:
The investigation of product damage (guidewire damage - peripheral has been completed. According to the clinical, before beginning impella cp insertion the guidewire was removed from its sterile packaging and a broken tip was identified. The guidewire was replaced and the no other issues occurred. Product evaluation confirmed coil unraveling with no other abnormalities. Data log analysis was not required for this complaint. The cause of the out of box guidewire damage is unknown and the product will be returned to the vendor for further analysis. D1 brand name was erroneously entered on the initial manufacturer device report number 1220648-2024-06892. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2024-06892. D6a and d6b was inadvertently omitted on the initial manufacturer device report number 1220648-2024-06892. G1 reporting contact email revised on manufacturer device report 1220648-2024-06892 in accordance with updated procedures. G1 manufacturing site name, address country, and fax number was erroneously entered on the initial manufacturer device report number 1220648-2024-06892.